Event description:
A medtronic rep reported while covering a cranial surgery, the reference frame was bumped causing navigation inaccuracies. Pt event info is unk.

Manufacturer narrative:
Mnav rep covered case to make sure this didn't occur again. No impact on pt reported.